Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer was hospitalized, due to high blood glucose, and the insulin pump had not been working for almost a week and a half. The customer was in a rush and did not have information to provide about the hospitalization. Nothing further was reported.